Event description:
The physician reports noticing that the cyrstalens haptics bent after delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and replace the damaged lens. A second crystalens was implanted successfully and the patient's prognosis is good. Reference MDR# 2031924-2009-00195.